Event description:
During a posterior fixation from levels l2 to l5 while final tightening the left l2 lock screw, the tip of the final lock screw driver fractured. The fractured piece could not be retrieved and as a result was retained in the patient. No injury and no further patient impact was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation; however, five (5) photographs of the device provided by the initial reporter were used to confirm the reported event. A visual evaluation of the photographs provided showed evidence of a likely fracture initiation point. The photographs also showed a relatively smooth portion in the center of the fractured surface, which would indicate micro-movement during usage resulting in a fatigue failure after repeated use over time. No photographs of the tip were provided for evaluation and no information on the associated torque handle was provided. Based on the information obtained the root cause of the reported event cannot be determined, but may be the result of a fatigue failure after repeated high-torque use over time. Labeling review: "...warnings, cautions and precautions... ...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings... ...care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings... ...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."